Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that patient struggled or never gotten 8 coupling bars. The implanted neurostimulator (ins) pocket does not appear to be deep, but they couldn't feel all 4 corners of ins, slightly tilted. The patient indicated, ins has always been in the same position. The patient started having coupling bar issues about 3-4 months ago, (B)(6) 2020, which conflicts with the report that they could never get 8 coupling bars. The patient reported they were using their recharging belt when charging, but does not have a spare spacer. The rep would check in her trunk for a spare spacer. The antenna locate feature was performed and the most she could get is 46. Caller reports patient is getting 5 coupling bars. No symptoms reported. They were redirected to see the doctor.